Event description:
From a marketing survey, a patient satisfaction questionaire revealed a patient was treated in the nasolabial lines within the last 6 months by an unk physician. The patient experienced symptoms on the second visit which left burn marks and scarring. The patient was applying retin-a and em lock to the facial area. The physician prescribed an antibiotic and a bleaching cream.